Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician performed an ICD implant with a single coil on (B)(6) 2016. After the implant, the physician performed an induction test, but the shock was ineffective. As a result, the lead and the ICD was replaced. The issue was resolved. The patient was in good condition the whole time.